Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. However, pictures were received and reviewed. The pictures review permitted to confirm the reported event. The review of the device manufacturing quality record indicates that (B)(4) refobacin bone cement r 1x40g, reference 3003940001, lot number a751cd2504 were manufactured on 22 august 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaint has been recorded for refobacin bone cement r 1x40g, reference 3003940001, lot a751cd2504 on the reported event within one year. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner aseptic packaging on the corner bc is opened. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference 3003940001, lot number a751cd2504 were manufactured on 22 august 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner aseptic packaging is opened on the corner bc. There was no patient consequences. No adverse events have been reported as a result of the malfunction.